Event description:
It was reported that the patient had presented for an unrelated procedure. During that procedure, a competitor lead was extracted, however a piece of the lead remained in the right ventricle. Post-paced t-wave oversensing (pptwos) was then noted on the implantable cardioverter defibrillator (ICD) and new right ventricular (rv) lead. Cine imaging was performed, and the physician determined lead-on lead interaction with the remaining lead piece. The oversensing resulted in pacing inhibition. The physician elected to perform a thoracotomy, and the competitor lead remains were removed to resolve the event. The patient condition was stable and the patient was discharged after the procedure.